Event description:
Customer's distribution center reports via phone that customer states product is falling apart during use. Addendum (B) (6) 2006: customer states: the luer nut will not tighten on the tubing. Tubing will blow off during injection.

Manufacturer narrative:
Root cause identified: no. Defect was not confirmed. Conclusions: device history record was reviewed and no non conformances were found during mfg process. Corrective actions: no corrective action was assigned.